Event description:
During the insertion of a central line catheter the guide wire frayed. The catheter was easily inserted upon removal after the catheter was passed over the guide wire. The md was unable to remove the guide wire because of resistance. Attempted to remove whole central line together. Met resistance so then the triple lumen catheter was removed along with guide wire still in place. During the removal, the physician was stuck by the guide wire on the index finger. Due to multiple attempts of removal of guide wire the guide wire appeared stretched and frayed, still unable to easily be removed from patient. Inner core of guide wire became exposed. The guide wire was removed from patient in one piece by tugging at the proximal end.